Event description:
The account alleges that when attempting to take biopsies the biopsy device failed to collect a sample. No patient injury to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the complaint database was performed and one similar complaint for this lot number was identified. A review of the device history record was performed and no exception documents were found.